Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
[Tampon] remained stuck inside me [foreign body in reproductive tract]. When went to remove [tampon]. String detached [complication of device removal]. String detached completely - tampon [device breakage]. Case narrative: consumer contacted via messaging and stated that tampon string detached completely. No serious injury was reported.